Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781; product type: 0184-catheter; implant date (B)(6) 2022. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. The country of the event is ca (canada). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 12.5 mg/ml), bupivacaine (concentration: 8 mg/ml), and baclofen (concentration: 50 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient originally had a new pump and catheter placed in (B)(6) 2022 at the first refill in october, the expected and actual volume of residual drug was within normal limits however the pump was slightly mobile. The date (B)(6) 2022 is considered an approximate date of event (specific year known only). At the refill in january, the refill could not be down because the pump had flipped. It was stated that the patient has "twiddlers syndrome" and playing with it caused the pump to flip. On (B)(6) 2023, the physician went in to flip the pump back and untwist the catheter. The physician expected 11.3ml back from the pump reservoir, but got 21.9ml back before the pump was refilled. On (B)(6) 2023, the first refill since the corrective surgery, 15.8ml was expected and 36 ml was aspirated. The pump was interrogated and no alarms/events were logged. It was confirmed that no motor stalls had occurred. The patient experienced poor pain control. The patent was in for catheter revision on (B)(6) 2023 and they were inquiring on what to prime for a pump segment replacement. On (B)(6) 2023, they were going in to replace the pump segment of the catheter, and more if need be.